Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of sensing. The lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo, distal conductor of the lead was extrinsically over-rotated, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of sensing. The lead was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.